Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿8.5f bi-directional guiding sheath ¿ small and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged inside the hub component. Initially, it was reported that before the operation, the inner sheath could not advance in the outer sheath due to an impediment. The second device was used to complete the operation. There was no report of adverse event on patient. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. Since the vast majority of electrophysiology (ep) procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and visual analysis revealed that the hemostatic valve was dislodged inside the hub component. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 18-nov-2022.

Manufacturer narrative:
Initial reporter facility name (cont.): (B)(6). A video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, the dilator was advance through the vizigo¿ sheath, no anomalies were observed during the advancement of the dilator. The issue reported by the customer was not confirmed based on the video received. The biosense webster, inc. Product analysis lab received the device on 11-nov-2022. The device evaluation was completed on 18-nov-2022. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). In addition, the dilator was inspected, and kinks were observed. The valve dislodgment is related to the resistance reported by the customer. A device history record evaluation was performed for the finished device number (B)(4) and no internal action was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).